Manufacturer narrative:
Explant of the system was only planned, but the surgery has not occurred.

Event description:
Follow up on this matter found the patient's system was not explanted as previously reported. The patient has health issues that need to be addressed before she can undergo surgery. The patient reports that her stimulation has been ineffective for months. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experiences ineffective stimulation and has stopped using the scs system. The patient's system was explanted.